Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for several patient samples from the cobas 8000 cobas ise module. Of the data provided for 11 patient samples, only the results for 10 were discrepant. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number was n5699. The expiration date was requested but was not provided.

Manufacturer narrative:
The calibration data are within range, and can rule out a calibration issue. Qc was on target at 4:40 and 6:50, but was elevated by 3% for the low control and by 2% for the high control at 8:33. The small increase of the qc result could also be caused by sample evaporation. The alarm trace does not provide hint of an issue. The investigation did not identify a product problem. The cause of the event could not be determined.